Event description:
It was reported that the heart rate potentiometer on the external pulse generator was working only intermittently. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the heart rate potentiometer on the external pulse generator was working only intermittently. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the heart rate potentiometer was working intermittently and it was attributed to the knob rate being broken. Analysis also found that the upper and lower cases were damaged, the battery release was contaminated, the side bail covers were broken, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.